Manufacturer narrative:
Three reported false positives: 3/5 positives from apr 29 are alleged false positives per pcr confirmation testing on lumiradx. 2/3 patients were symptomatic with less than 24 hrs since symptom onset. A review of the batch records and logged field records of the customer lot cc10766a did not indicate any issues with the cartridge. Field data shows performance that is comparable to in house testing data. Based on review of logs, four samples run on the date in question were run above the labeled upper operating temperature limit (30). Investigation summary and root cause analysis: the cartridges were run outside product specifications range.

Event description:
Customer has received new cassettes but still getting false positives verified with rt-pcr to be negative. They had 3 on friday from (B)(6).